Manufacturer narrative:
The device was returned to the manufacturer intact and functional; no evidence of device failure.

Event description:
Patient diagnosed with capsular contracture baker grade iii. Left side device.